Event description:
During a ptca procedure, the guide wire was advanced across the intended rca lesion with a 99% stenosis into a side branch. Once in place, there was a significant arterial spasm around the guide wire. Intracoronary nitroglycerin was given to reduce the spasm without success. A second guide wire was placed parallel to the first one but the guide wire did not move. A 1.5mm balloon was then used in an attempt to loosen the guide wire, but the balloon would not cross to the end of the guide wire. The guide wire was then retractred, but the tip had broken and was left in the coronary. An unsuccessful attempt was then made to retrieve the guide segment with a snare. The intended lesion was not treated. The tip remains in the pt.